Event description:
Tried new contacts and new solution. Next couple of days, took contact out, thought I scratched the eye, hurt so bad, went to doctor, she used a dye and said it was a perfect round scratch. If it wasn't better next day go to doctor. Extremely painful, sent to eye doctor next day. He thought I scratched the eye also, he pt a patch on and gave me antibiotic eye drops. Missed a whole week of work due to pain and could not see. Next week went back for check up, he said to continue wearing my other contact while this one healed, so I put it in, and two days later, the other eye was also infected the same as the first one. Again I missed another week or more of work and almost lost my job. Said he was sending the solution in for testing, but he never got back with me. I have called and his employees did not tell him. I wrote bausch and lomb several times and did not get any reply. Dr thought it was a bad batch or a tainted batch and said he had to turn it in. Well, if he did why did I not hear anything from anyone? I have never experienced so much trauma and pain in my life. I can never wear contacts again, due to being afraid this finding, brought back all those fears and makes me think that this probelm started back then, not just recently. I would like some answers to my questions. I wish someone would listen to me. If they would have then maybe others would not have to go through the pain that I did. I still have trouble with my eyes getting tired and red very easily. Would someone respond back to my inquiry in this matter?. I think it is much worse that they are portraying.